Manufacturer narrative:
(B)(4) is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which (B)(4) has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, (B)(4), or its employees, that the report constitutes an admission that the device, (B)(4) or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during he hip scope procedure, the device locked up. There was not a back-up (B)(4) device available. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of locking up could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was below average for this product and jamming or locking up did not occur during functional testing. All functions performed as expected. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was that there was no problem found. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.